Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is an attorney.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, limited mobility, and elevated levels of cobalt and chromium. Update ad 02 may 2018 receipt of ppf and sticker sheets. In addition to what was previously reported, ppf alleges component fracture and elevated metal ions. Added dob, facility name, patient details and product details. Added cup and apex hole eliminator since these were removed. Stem was also added due to alleged elevated metal ions. Added patient code as well.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.